Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the drill bit broke because of high force. Patient was not involved. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device is not distributed in the united states, but is similar to device marketed in the USA. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was conducted. The report indicates that the instrument broke off proximal. Additionally edges of the distal tip are blunt and showing marks of intensive use. Further investigation for this instrument produced in 2005 regarding manufacturing and raw material documents shows conformity to its specification. No failure in material or manufacturing could be detected. Referencing the reported event for this complaint we can confirm that mechanical overload has been directed to the breakage. Blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.